Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR #1225714-2014-02788 and 1225714-2014-02789.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6), 2013 after the use of the product.